Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient's fluid was clear and they recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection vancomycin intraperitoneally (2g administered once a week for 2 weeks) and injection fortum intraperitoneally (21 g in the last bag for 14 days) for the peritonitis. At the time of this report, the patient was reported to be recovering from the peritonitis. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.